Manufacturer narrative:
An autopsy was performed, which revealed "micro air in the bloodstream" and a massive myocardial infarction (mi). The facility's physician does not believe that air caused the pt's mi that led to the pt's death as the air found in the bloodstream was minute. As a result of gambro's clinical complaint investigation, gambro has found no malfunction of the phoenix system and no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of responsibility for the incident. This even is being reported as per gambro policy: all cases of patient's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device.